Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second crystalens, however this lens haptic tore in the manner. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. During surgery the capsular bag tore, however, there was no loss of vitreous fluid. A different lens model was implanted successfully in the sulcus and the pt's prognosis is good. Reference MDR# 2031924-2008-00011.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that both haptics were torn along the hinges. The findings are consistent with damage caused by lens injector use.